Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. No button error alarm noted during testing. Insulin pump received with cracked reservoir tube lip. No moisture damage inside insulin pump noted.

Event description:
It was reported that the customer received an alarm and glucose reading was 175 mg/dl. Customer was thrown out into a pool. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.